Event description:
Report one of three tubing separations. A pt with an unspecified type of cancer required a taxol infusion through a central line. The bag of taxol was pre-primed, and when the clinician went to connect the tubing to the pt, it was noted that fluid was leaking. The tubing reportedly had completely separated from the distal end of the filter "as if there was insufficient glue". The tubing set was not used on the pt, and there were no reports of adverse effects or contact with clinician's skin. A new bag and tubing was obtained, connected to the pt, and the infusion was started with no further problems. There were no reported adverse effects or significant delays in therapy. Additional info was requested, but no further info was provided.